Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was placed and managed in the south ward on the 14th floor, and the catheter placed the previous day was removed spontaneously. It was confirmed that the catheter leaked out in a few hours, several hours after infuse water.